Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and tortuous distal right coronary artery. The lesion was pre-dilated and the 3.00 x 28mm promus element stent delivery system was advanced but unable to cross the lesion. When the physician withdrew the stent delivery system into the non-bsc guide catheter, the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and tortuous distal right coronary artery. The lesion was pre-dilated and the 3.00 x 28mm promus element stent delivery system was advanced but unable to cross the lesion. When the physician withdrew the stent delivery system into the non-bsc guide catheter, the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination identified solidified blood within the guidewire lumen. Proximal stent damage was present. Strut rows 1 and 2 were misaligned. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).